Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.